Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the tha, when the surgeon was drilling, it was broken. The surgeon could remove a fragment of the drill w/o any problems."